Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2013.according to the complainant, during the procedure, inside the patient while they were pulling the balloon catheter out from the scope, a part of the catheter ripped off in the middle and broke into two pieces. All the detached pieces of the balloon and catheter were retrieved and it was confirmed by the account that there were no fragments left inside the patient. The procedure had already been completed with this device.there were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.